Event description:
The consumer's daughter alleges the leg on the shower chair bent, causing her mother to fall into the shower. User hit her head and was transported to the hospital by an ambulance.

Manufacturer narrative:
Information received indicates as consumer went to sit on the chair a leg bent and she fell. Device has been in use for nearly two years. Maintenance history is unk. History has shown that events of this type are the result of improper loading or improper use of the device and not a malfunction. Consumer reported weight is less than capacity. Product weight capacity is 250 lbs. User error likely. As a courtesy manufacturer replaced device. MDR filed as a conservative measure.